Manufacturer narrative:
(B)(4). Eval, results and conclusion: (arterial/vessel occlusion). (Small, calcified distal aorta and moderately tortuous vessels).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.9 cm abdominal aortic aneurysm approx 2 months ago. Vessel morphology was reported as moderately tortuous and mild calcification. It was reported that the stent grafts were implanted without issue. During the implantation of the stent grafts, the physician crossed the iliac limbs, to enable easier access for the cannulating of the contralateral limb. It was reported that one moth post stent graft implant the patient presented with occlusion of the right iliac limb (ref MFR# 2953200-2011-01236). The physician performed a femoral to femoral bypass. It was reported that later that day the ultrasound demonstrated high grade stenosis in the left iliac limb (ref MFR #2953200-2011-01235). An angiogram was performed and poor perfusion of the left limb was noted and another MFR's bare metal balloon expandable stent was implanted and the occlusion was resolved. No add'l clinical sequelae were reported, and the pt is fine. Review of pre-operative films showed a small, calcified distal aorta approx 17mm diameter. The iliacs are moderately tortuous and calcified. The still implant angiograms show flow to both iliacs; the limbs are crossed. The still angiogram images at 2 months show a totally occluded right iliac (the contralateral limb). There also appears to be some obstruction of flow within the mid-length of the left (ipsilateral) limb. The obstruction appears to be resolved following stent placement. The cause of the occlusion could not be determined.